Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a perforation in a de novo, moderately calcified, moderately tortuous left anterior descending coronary artery. The 2.80x26mm graftmaster covered stent delivery system failed to cross the lesion due to anatomy. Perforation was successfully sealed with prolonged balloon inflation, and the procedure was completed. There were no adverse patient sequelae and no clinically significant delay in procedure. No additional information was provided.